Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected multiple non-sustained episodes as a result of oversensing on this defibrillation lead. This resulted in pacing inhibition with this device dependant patient. The oversensing was able to be recreated with deep breathing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced 7 years 10 months later for reported normal battery depletion.

Manufacturer narrative:
As a result this lead was explanted. A return request was made for this lead. The device remains implanted. Should additional information become available this event will be updated.